Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The chronic total occlusion lesion was 100% stenosed and was located in the moderately tortuous and moderately calcified mid right coronary artery. It was difficult to cross the lesion. On the first inflation the 1.5x8mm apex flex monorail balloon did not inflate, it was noted that the balloon was ruptured. The balloon was not able to be inflated. According to the physician, the lesion anatomy was the issue. The balloon was removed intact. The procedure was completed with a different non bsc balloon. The pt status is no problem with no complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.